Event description:
A customer contacted beckman coulter regarding a falsely low hemoglobin (hgb) result from a single patient sample that was generated by the coulter maxm with autoloader analyzer. A patient sample was tested for hgb and a result of "0.8" was obtained (units not provided.) The result was reported out of the lab and a physician requested to re-run the sample. The repeated hgb result was "12.0" (units not provided.) Patient printouts were not supplied by the customer. Based on available information, there was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Investigation summary:the erratic hgb results occurred in primary mode of operation. The instrument currently is performing within qc specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced a blood sample valve (bsv). As of 2007, no further issues of erratic hgb results have been reported from this account. A faulty bsv replaced by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.